Event description:
It was reported that pump experienced malfunction alarm, with repeat occurrences of same malfunction on same pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. No additional information was received regarding how customer addressed the "high" bg level. Customer continued to use pump while prepared to use alternate insulin method if needed, and technical support arranged replacement pump with updated software.